Event description:
It was reported that the pump's screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Although technical support provided instructions to troubleshoot the device, the issue persisted, indicated by a red blinking led and regular vibrations from the pump. Customer reverted to an alternate method of insulin delivery.